Manufacturer narrative:
Concomitant medical products: product ID: 9735787, serial/lot #: (B)(4). Product ID: 9735825, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The ups and em controller were replaced. The ups and em controller were returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed analyses. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that while navigating in the procedure, this system shut down. The users were not able to get the system to turn back on, despite trying a number of different wall outlets. The blue power button does not illuminate. An alternate navigation system was used to complete the procedure. It was noted that the lemo for the system was separating and the wires were exposed. While unplugged the system could still not be turned on. There was a 20-25 minute delay to the procedure. There was no impact on patient outcome.